Event description:
It was reported that the patient presented remotely on (B)(6) 2014 via merlin.net with noise on the right atrial lead. On (B)(6) 2014, the right atrial sensitivity was adjusted. On (B)(6) 2017, the patient presented to the hospital for a scheduled right ventricular lead explant procedure and the right atrial lead was also explanted and replaced due to chronic lead noise. The extraction was complication free and the patient was stable pre- and post- procedure.